Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres the balloon ruptured. The procedure was completed with another of the same balloon catheter. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres the balloon ruptured. The procedure was completed with another of the same balloon catheter. No patient complications were reported. Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. A balloon longitudinal tear was identified, beginning approximately 3mm proximal of the proximal markerband and extending approximately 14mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this balloon is 24 atmospheres. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis.